Manufacturer narrative:
The reason for the failed longevity projection could not be determined in laboratory analysis. The device was subjected to, and passed, a series of automated tests which verified functionality and therapy delivery. Microscopic visual inspection of the device interior showed no damage and the device's capacitors had no visible cracks. The battery was isolated and an external power supply was connected to the device circuitry; the resulting current usage measurements were within specification.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device did not meet longevity expectations per programmed values. Additional analysis is pending.

Event description:
--

Event description:
Boston scientific crm received information that this device was returned with no additional information. There were no known allegations against the device, and no reports of adverse patient effects. This device is included in the (B)(6) 2007 shortened replacement window advisory population. The patient also has a concomitant pacemaker in service for the left ventricle.